Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the device was inspected and found restriction with the needle withdrawing when the handle slider was manipulated. There were evidence of damage to the insertion portion sheath and kinks to the insertion portion sheath and coil sheath from the distal end area. Please reference attached pictures. The most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: failed to retract sufficiently and damage and kinks to the insertion portion and coil sheath should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device failed to retract sufficiently to collect a specimen during a diagnostic procedure. The procedure was completed with an olympus back-up device. There were no reports of delay or harm to the patient.